Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2018-dec-20 regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. It was noted that when the event occurred, the baclofen dose was "very high." The indications for use included intractable spasticity and other spasticity. It was reported that the patient's pump hadn't been working to deliver medication for about 2 years. It was noted that the patient just wanted the pump removed, and was looking for a new healthcare provider (hcp). No symptoms were reported and no further complications were reported or anticipated. Additional information was received from a consumer on 2018-dec-21. It was reported that the patient didn't think the pump was "working right" for about 2 years because he could not feel the drug and it had not been helping his pain. No further complications were reported.